Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso® nav eco catheter and there was noise on the proximal electrodes being displayed. It was then noticed that the electrode was scraping the sheath. The returned device was visually inspected detail and it ring #11 was found damage (lifted). Per the event, the catheter was tested for electrical performance and it was found within specifications. Then the outer diameters were measured and it was found within specifications. During manufacturing there are inspections in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the ring damaged could not be conclusively determined; however, it is possible that procedural/ handling factors may contribute with this failure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso® nav eco catheter and there was noise on the proximal electrodes being displayed. It was then noticed that the electrode was scraping the sheath. The physician replaced the sheath first with no resolution. When the catheter was replaced, the issue resolved. This event was originally assessed as not MDR reportable because the patient's heart rhythm is still visible to the operator when signal noise only affects the body surface or intracardiac electrograms, but not both. Therefore the risk to the patient is low. In addition, interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The device was returned for analysis and under the first two visual inspections, no damages were seen. During deeper analysis, on april 13, 2017, the biosense webster failure analysis lab discovered ring # 11 was damage/lifted. This finding is MDR reportable because the lifted ring poses a potential risk to the patient.